Event description:
Respironics bipap recall june 2021. Followed device verification procedure with respironics model sn (B)(4). Placed on recall list of patients. Double checked via phone with respironics again (B)(6) 2021. Asked va healthcare provider status of replacement (B)(6) (again in (B)(6)) 2021. None available. Emergency room (B)(6) 2021 lung x-ray shows pneumonia, foreign particles in lungs. Currently dizziness, headache, nasal drip, eye irritation, some coughing. (B)(6) health care, respironics bipap recall, request new medical device. FDA safety report ID# (B)(4).